Event description:
This lead was capped and replaced due to noise which caused multiple shocks. It should be noted that the pt is a painter and bench presses over (B)(6) and refuses to change his lifestyle. Should additional info be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.